Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that the power supply (0014-00-033-05) problem of the motor driver board (0671-00-0004) has been solved after the replacement. The equipment has been maintained on 5000 hours of maintenance time. The device has passed all factory-specified performance and safety indicator tests. The device has been returned to the customer and can be used clinically.

Event description:
It was reported that when repairing the equipment, the cs100 intra-aortic balloon pump (iabp) unit cannot be turned on. After checking the maintenance manual, the machine failure is due to a bad power supply. There was no patients were involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).